Event description:
The liko viking xl mobile lift was used to transfer the patient from the floor to the bed. The patient was raised up by the lift and then the lift would not go down. The nurse then had to raise the bed level up to meet the sling. The nurse was unable to reach to properly disconnect the straps. The straps ultimately were cut to release the sling from the unit and return the patient to the bed.